Manufacturer narrative:
Concomitant device(s): 350-22-42, 4537612 - tibial insert fb sz 2 rt 10mm. 350-02-02, 4834304 - talar implant sz 2 rt. 350-10-03, 4847889 - ankle sz 3 locking clip.

Event description:
Approximately 3 years postop the initial right ankle implant, this (B)(6) y/o female patient experienced tibial loosening and was revised. Patient is doing well now. Removal of vantage implant. The patient has a history of post-traumatic arthritis and hypertension. No other information available as revision was completed out of the clinical study. Device is not returning.

Manufacturer narrative:
Section h10:(h3) the revision reported was likely the result of an insufficient bond between the implant and the bone, patient-related conditions, or a combination of the two, which led to aseptic (non-infected) tibial loosening. However, this cannot be confirmed as the devices were not available for evaluation.